Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic total gastrectomy, when the anvil tube was placed the nail tip and tube were peeled off separately, another device was used to continue with the surgery. There was no patient harm.